Manufacturer narrative:
H3) analysis on the returned charger enclosure showed no failure found when analyzed. When cleaned and installed on a test system, it functions as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant products: product ID: bi71000175, serial/lot: unknown. Product ID: bi71000861, serial/lot: unknown. The initial reporter information is not available. A medtronic representative went to the site to perform a system check out and they found that the firmware mismatch was confirmed to have come from the charger board, via the logs. The charger board was replaced and the system was functioning, but eventually the firmware mismatch recurred. When looking at the logs, it came out of the charger card, so it was thought that the power tray was heavily defective. The power tray was replaced and the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that after booting the system, a firmware mismatch was displayed on the mobile viewing station(mvs) display, and it was resolved by rebooting the mvs and the image acquisition system(ias). The firmware mismatch was confirmed to have come from the charger board, via the logs. The charger board was replaced and the system was functioning, but eventually the firmware mismatch recurred. When looking at the logs, it came out of the charger card, so it was thought that the power tray was heavily defective. The power tray was replaced and the issue was resolved. There was no patient involvement.

Manufacturer narrative:
Concomitant medical products: the serial number of the power tray is iec (B)(6). The serial number of the enclosure charger is fyldo. H3, h6: the enclosure charger was returned for product analysis, but the analysis is still in progress. B21, c21, and d16 are applicable to the enclosure charger analysis the ias power tray was returned, but analysis will not be performed on it as it was proactively replaced, unrelated to the complaint. B01, c20, d15 are applicable to the returned ias power tray. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.